Event description:
The oxygen is present at the device, but no oxygen comes out and the flowmeter does not react. No patient incident was reported.

Manufacturer narrative:
This report is based solely on the customer reported issue. This device is serviced by a 3rd party and will not be returned to sechrist for evaluation. A root cause was not determined. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).